Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had reached end of life battery status and was in vvi back up pacing mode. During the previous visit five months earlier, battery status revealed one year remaining. There was concern that the battery depleted more rapidly than expected. In addition, the patient with this device is not pacemaker dependent and had presented to the emergency room with a bradycardia rate of thirty beats per minute. A replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.